Manufacturer narrative:
The returned valve was patent. It also met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 23 cm of the ventricular catheter was returned. Approximately 90 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that after connecting the valve and the peritoneal catheter, there was no fluid flowing out. According to the report the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.